Manufacturer narrative:
The unit was returned for failure analysis, and the reported issue was confirmed and replicated. In logs, error 23087 was found, indicating that the set up joint (suj) z axis gravity motor or its encoder had stopped working, confirming that the fault occurred in the field. The proximal unit was installed onto a golden system, where error 23087 was present in the error logs. The unit was then installed onto a pftp, where it passed all relevant tests. After testing was complete, visual inspection found no faults related to the reported event. Based on these findings, failure analysis concluded that the cfs was the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. The usm was returned for failure analysis, and the reported error was confirmed in but not replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then tested and passed all functional tests. Around the time of the complaint, the field logs confirmed multiple errors. The hall edge to encoder error p1 value pointed to the vertical usm setup joint. After the usm was replaced, the same issue occurred again a few days later. Based on these findings, fa concluded that the unit was the wrong part returned for the reported problem.

Event description:
It was reported that an error on arm 3 was observed in the system logs. The technical support engineer (tse) instructed the customer to back drive axes 1, 2, and 3 on the affected arm and then press the recover function. This troubleshooting cleared the error, although it was noted that the error had recurred after prior service and might return again. It was also noted that the site planned to use an alternative davinci system because the error did not clear when using an emergency power off reset. The customer reported event has no report of patient injury.